Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted damage to the tip of the firing rod. Functionally, the adapter was connected to the adapter black box running software, and the strain gauge was responsive. The adapter had 43 of 50 procedures remaining. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter was connected to a clamshell and a handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the software and no new errors appeared. It was reported that the knife blade was difficult to retract and the instrument was locked on tissue. The reported issue were confirm ed. The most likely cause could not be established from the information available. It was also reported that the reload was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of uart errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lung wedge resection procedure involving the reload, the knife became stuck and did not retract, and the reload did not open, becoming stuck on tissue. The manual retraction tool failed to pull back the knife, and the device locked on tissue, preventing removal. It was also noted that the the surgical time was extended by 30 minutes. The surgeon attempted to open the jaws without success and had to use another stapler to cut more tissue to remove the stuck device. The resolution involved resecting and re-stapling the affected area.

Event description:
It was reported that during a surgical procedure involving the reload, the knife became stuck and did not retract, and the reload did not open, becoming stuck on tissue. The manual retraction tool failed to pull back the knife, and the device locked on tissue, preventing removal. It was also noted that the surgical time was extended by 30 minutes. The surgeon attempted to open the jaws without success and had to use another stapler to cut more tissue to remove the stuck device. The resolution involved resecting and re-stapling the affected area.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4e2050y); sigphandle, sig power sigphandle handle (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.